Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report intermittent no delivery alarms and high blood glucose levels. The customer's blood glucose level was 580 mg/dl. The customer reported feeling very sick. Customer stated the alarm was resolved by a complete set change. Customer stated she kept using many infusion sets. The customer's items were replaced, however nothing was returned for analysis.